Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that it ended up being a blood clot rather than infection and the issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient. It was reported that the patient was having severe back pain 2 days after implant. It was stated that the patient went to the hospital and is still there being treated for infection. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the representative on 2020-apr-22 reported that it was unknown if the infection had been resolved. The patient remained hospitalized. No further complications were reported.